Event description:
Rn reports that product was used in 2006, during a laceration repair above the eyebrow on a 2 year old child of unk gender. Some of the product came in contact with the upper eyelashes and adhered to the upper eyelid. During the application of the product the child's head turned and the product dripped onto the lashes. The staff applied opthalmic ointment and the child was to return to the clinic for evaluation two days later, for follow up. No barriers were placed around or on the eye. No more information was provided. Current condition of the patient is unk.

Manufacturer narrative:
The event description does not suggest that the functional performance of the device was out of specification. The circumstances of this event indicate that user error caused the event. The directions for use provided with the device in the package insert indicate that the adhesive must be applied gradually in layers and provides instructions on the positioning of the wound to avoid flow to unintended areas. The package insert warns that the product is a fast setting adhesive and includes additional precautions to avoid unintended bonding in the area of the eye. Non-clinical studies included in the approved PMA for this device conclude that the application of the adhesive to the eye results in no permanent damage, but can produce a mild irritation to the conjunctiva.